Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels were reportedly unaffected. No adverse clinical symptoms reported. Outcomes included no impact beyond temporary loss of cgm data to the ilet. User support included customer troubleshooting and education, including toggling settings, restarting the ilet, and advising on the pairing window. Investigation of this case revealed a temporary communication interruption consistent with sensor-to-pump bluetooth connectivity issues, with device hardware components not implicated based on successful re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity disruption attributable to communication pairing and configuration, resolved with standard troubleshooting.